Event description:
It was reported that cassettes were leaking. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product was returned. No other analysis was performed. No root cause could been determined since the complaint was not confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. No actions required.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08721 is no longer considered reportable, please disregard any MDR reports associated with it.